Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported wearing the pump against the skin and a temperature change had occurred to the pump prior the occlusion alarm. System check was performed with tandem technical support. Customer successfully resumed insulin delivery. Customer's blood glucose was 86 mg/dl.